Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring before the malfunction. There was no adverse impact to the customer's blood glucose level. The technical support provided information on resetting the pump and assisted the caller with the reset. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to call back if the malfunction code recurred.